Event description:
It was reported that patient underwent meniscal repair procedure on (B)(6) 2011. During the procedure, the meniscal repair device would not reach the back of the meniscus and pulled out of the meniscus upon removal of the inserter. Two meniscal repair devices were attempted for use, but neither device could be fully implemented. An anchor from one of the meniscal repair devices remains implanted.

Manufacturer narrative:
Two lots of maxfire marxmen straight were used during this procedure. The information for the second meniscal repair device is as follows: part: 900320, lot: 986330, manufacture date: 03/16/2011, expiration date: 02/28/2016. Review of device history records show that lots released with no recorded anomaly or deviation. Evaluation of returned device found evidence of insertion at an 18mm depth. Device intended to be inserted with a depth gauge of 10mm. Evaluation of second device was inconclusive. (B)(4).